Event description:
Philips received a complaint on the v60 ventilator indicating that the liquid crystal display (lcd) cable was broken. No patient involvement. The customer reported that their lcd cable was broken. The remote service engineer (rse) provided the customer with the part information for the lcd cable. The rse informed the customer it may also be an issue with the lcd, as they get dim over time. The customer stated that they would order the lcd cable and repair the unit. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith effort (gfe) attempts to the customer were made to ascertain if the recommended replacement parts were ordered and replaced to resolve the issue. No response was received from the customer. The investigation concludes that no further action is required at this time.